Event description:
It was reported a patient experienced a hernia coincident with automated peritoneal dialysis (apd) therapy. The cause of the hernia was unknown. It was reported the patient was hospitalized for two hernia surgeries. At the time of this report the outcome of the hernia event is unknown. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation and the serial number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.